Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that during a pacemaker implant, the lead attempted exhibited high impedances and thresholds in multiple spots in the rv. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.